Manufacturer narrative:
Additional information from the reporter indicate the event date is (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The event history log was performed but did not provide an event occurrence date or event parameters. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused etoposide during therapy. The given flow rate was 353 ml/hour with a volume to be infused (vtbi) was 999 ml however some changes were made during the course of the infusion. The customer biomedical engineer looked at the event log history, and stated it was possibly a miscalculation from staff. There was no patient injury or medical intervention associated with this event. No additional information is available.